Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation. As a result the patient underwent surgical intervention on (B)(6) 2017 wherein the lead was explanted and replaced with another model. Therapy was restored postoperatively.